Manufacturer narrative:
H6,h10: the device used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the ward called to get troubleshooting because a canister full alarm on a renasys touch device at 1040hrs. The procedure was completed with a backup canister that was swapped successfully then no further alarms noted. The faulty canister was not retrieved as it had been attached to a patient. No harm or injury reported.